Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge, and the customer experience difficulty removing usb cable from usb port and subsequently the cable could no longer be used to charge. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump successfully charged using an alternate usb cable.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.